Manufacturer narrative:
The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The complaint was verified as the instrument tip was broken off. The most likely cause of the fracture was excessive force by the user. The IFU for this product states in the section titled warnings and precautions: ¿avoid undue stress or strain when handling or cleaning instruments.¿ the manufacturing history was reviewed and no non-conformance was identified. There are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported the elevator broke during a procedure. It was reported there was no injury to the patient but there was a delay. The exact duration of the delay is unknown. Additional details were requested, however no response has been received at this time.